Event description:
The patient stated they have a nevro for the lumbar spine and it¿s wonderful. At the time, the pain dr said they could not put leads in the neck because the space was too small. The patient inquired if the tech improved to treat neck and upper back pain. The patient was wondering if a doctor could be recommended. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).